Event description:
It was reported that this left bundle branch (lbb) exhibited loss of capture (loc). The lead was explanted and replaced. A right ventricular (rv) lead apical lead was implanted for back up pacing. No additional adverse patient effects were reported.